Event description:
It was reported that a message was observed in the remote home monitoring system, that the smartpass feature disabled in the subcutaneous implantable cardioverter defibrillator (s-ICD). A health care professional (hcp) contacted technical services (ts) to discuss the smartpass episode. Ts review of the episode noted small amplitude signals that were intermittently undersensed, followed by appropriate sensing for the rest of the episode. The hcp then reported that the s-ICD and this electrode delivered 10 inappropriate shocks on the day of implant due to oversensing of noise. The hcp indicated that the noise was suspected to be related to air entrapment. No subsequent shocks have been delivered since that day. The hcp plans to continue monitoring. No adverse patient effects were reported. This device remains in service.